Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm. The insulin pump has minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at the reservoir tube window corner and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and alarm could not be cleared. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.